Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient received medical attention from paramedics on (B)(6) 2026 with hyperglycaemia. The patient¿s blood glucose rose to approximately 414 mg/dl ¿ 424 mg/dl while wearing the pod between 1 and 4 hours. It was reported that the pod was leaking insulin. Reported symptoms include frequent urination, thirst, vomiting, weakness, disorientation and fatigue, it was also reported that the patient lost consciousness. The patient reported that they called the 24-hour nurse line when they saw their blood glucose levels were high, the nurse advised them to go to the ER. Shortly after this, the emergency medical services were called and ambulance arrived. The patient was treated with intravenous fluids and a bolus of insulin administered using a manual injection. Within 30 minutes the patient¿s blood glucose levels had decreased to 219 mg/dl. The paramedics aided the patient in setting up a new pod and advised the patient to contact their primary care physician and endocrinologist.